Event description:
It was reported that approximately two weeks after implant the implantable cardiac monitor fell out. Ten days after implant the suture were removed and two days later the patient awakes and the device was next to them on the bed. Pocket redness and possible infection was noted. It has not been determined if the device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).